Manufacturer narrative:
E3: occupation: md - vascular surgeon. The actual device has been returned for evaluation. The investigation is ongoing, a follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the vascular surgeon (vs) that was utilizing angio-seal device stated that when they introduced the angio-seal device through the sheath the footplate never came out the distal end of the shaft when the angio-seal clicked into place. Consequently, they were required to hold pressure. Patient was fine, no issues happened as a result. There was no blood loss. Additional information was received on 30oct2024: the case being performed was a peripheral artery disease (pad) case. The sheath size being used was a 6fr. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. The patient was a good candidate for angio-seal use. All parts of the angio-seal device were pulled out of the patient.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angioseal device was returned to terumo medical corporation for product evaluation. The returned device included the header bag, hemostasis sheath, arteriotomy locator, carrier tube and guidewire. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked and the anchor was visible within the distal tip. Functional testing was performed by attempting to reset and redeploy the returned device. The device was attempted to be reset to forward lock position however a kink was formed at the base of the carrier tube and the anchor was not able to be deployed. The components were then separated where dried blood was noted along the carrier tube; a kink was formed at the base of the sheath during separation of the components. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).